Event description:
The user received false negative results on the modular e170 for rubella igg for a pregnant woman. A sample from (B) (6)2009, gave a result of 3.3 ui per ml. A sample from (B) (6)2009, gave a result of 3 ui per ml on the modular e170. A sample from (B) (6)2009, gave a result of 3.5 ui per ml on the modular e170. The patient was also followed in the hospital for the fetus' growth retardation of unknown root cause. On a sample from (B) (6)2009, the hospital received a rubella igg result of 96 ui per ml with the biomerieux vidas. On a sample from (B) (6)2009, the abbott axsym gave a result of 376 ui per ml. On a sample from (B) (6)2009, the rubella igg on the modular e170 was less than 10 ui per ml, on the biomerieux vidas was 86 ui per ml, on the abbott axsym was 451 ui/ml and on the beckman access was 165 ui per ml. A sample from (B) (6)2009, gave a result of 4.11 ui per l from the e170. No information was provided to determine if the patient was adversely affected. If additional information is received, appropriate notification will be provided.